Manufacturer narrative:
As reported, the 8x40 precise pro rx self expanding stent hydrates normally during use. Upon entering the pre-release position inside of the body, it did not release properly. During slow commissioning, the sheath fractured when the stent was about to be released. The stent was unable to be released while inside the patient. It was noted there was no partial deployment of the stent. The device was prepped while in the tray. The touhy borst valve was open prior to removing the device from the tray. A stopcock was not connected to the touhy borst. There was no difficulty noted while flushing the stopcock or the stent delivery system (sds). The intended lesion was in the c1 segment which had 70% stenosis and calcification. The lesion was measured to be 6mm in diameter and 20cm in length. The vessel was not tortuous. An 8f vista brite tip guide catheter was used during the procedure. The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. The stent delivery system did not pass through any acute bends. There was no difficulty encountered while advancing/tracking the sds towards the lesion. Unusual force was not used at any time during the procedure. There was no thrombus noted present proximal to, at, or distal to the lesion site. The lesion was pre-dilated and noted to have a 30% stenosis after pre-dilation. There was no resistance/friction noted while crossing the lesion with the device. The sds did not have to pass through a previously placed stent. The user maintained a fixed inner shaft position during deployment. Unusual force was not applied during deployment of the stent. The device was returned for analysis. A non-sterile ¿precise pro rx ous carotid sys¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked and placed on a metallic tray for inspection. During the thorough inspection, the following conditions were observed. The stent was not properly mounted in the manufacturing position. The outer sheath was separated, exposing the braidewire of the rx port. This separation was located approximately 21 cm from the distal tip. A kink was observed approximately 144 cm from the distal tip and another kink was noted at the distal tip. The hemostasis valve was tightly closed. No other significant details were observed. Dimensional analysis was conducted to verify the correct outer diameter (od) and inner diameter (ID) of the outer sheath. Measurements were taken near the separation and compared to the specifications. The results of the dimensional analysis were within specification. However, due to the severe damage observed on the device, the functional analysis to determine if the stent could be deployed as expected was not performed according to procedure. A simulated deployment process was conducted to ensure the inner shaft moved freely. The device was set to manufacturing conditions, and the hemostasis valve of the stent delivery system was unlocked. The functional test of the stent deployment was initiated by retracting the outer sheath while keeping the inner shaft fixed. The hypotube moved towards the distal tip as expected, with no resistance observed between the inner shaft and the outer sheath. The separated area was evaluated using a vision system, which revealed elongations on both edges of the exposed braidewire. These elongations are typically associated with separations caused by material tensile overload. Therefore, it is assumed that the device was subjected to a tensile force that exceeded the material¿s yield strength before the separation occurred. Sem analysis was not performed as the damages associated with the separation are visible with the magnification obtained with a vision system. The reported ¿outer sheath cracked¿ was not confirmed as the outer sheath was noted to be separated when returned. Subsequent findings of an ¿inner shaft ¿ exposed braidewire/corewire¿ was observed during analysis of the returned device. However, the exact causes of the failures reported cannot be determined. A simulated deployment test was conducted, and the stent was deployed without difficulty; therefore, the reported ¿stent delivery system (sds) deployment difficulty¿ could not be confirmed. Additionally, the device was returned with the stent in the manufacturing position as expected. The separated area was evaluated using a vision system, which revealed elongations on both edges of the exposed braidewire suggesting material tensile overload. Based on the information available for review the device was induced to events that exceeded its material yield strength prior to the separation. Procedural and/or handling factors may have contributed to the event reported as evidenced by the analysis of the returned device. According to the instructions for use, which is not intended to mitigate risk, ¿extract the stent delivery system from the tray. Examine the device for any damage. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Note: if any resistance is met during delivery system withdrawal, advance the outer sheath until the outer sheath marker contacts the catheter tip and withdraw the system as one unit. Initiate stent deployment by retracting the outer sheath while holding the inner shaft in a fixed position. Deployment is complete when the outer sheath marker passes the proximal inner shaft stent marker. Note: the mechanism for stent deployment is outer sheath retraction. Deployment is completed by maintaining inner shaft position while retracting the outer sheath and allowing the stent to expand (often referred to as the ¿pin-and-pull¿ method). Post-deployment stent dilatation: while using fluoroscopy, withdraw the entire delivery system as one unit, over the guidewire and out of the body. Remove the delivery device from the guidewire. Note: if any resistance is met during delivery system withdrawal, advance the outer sheath until the outer sheath marker contacts the catheter tip and withdraw the system as one unit. (Do not remove guidewire.) Using fluoroscopy, visualize the stent to verify full deployment. If incomplete expansion exists within the stent at any point along the lesion, post deployment balloon dilatation (standard pta technique) can be performed.¿ the information available does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the 8x40 precise pro rx stent hydrates normally during use. Upon entering the pre-release position inside of the body, it did not release properly. During slow commissioning, the sheath fractured when the stent was about to be released. The stent was unable to be released while inside the patient. It was noted there was no partial deployment of the stent. The device was prepped while in the tray. The touhy borst valve was open prior to removing the device from the tray. A stopcock was not connected to the touhy borst. There was no difficulty noted while flushing the stopcock or the stent delivery system (sds). The intended lesion was in the c1 segment which had 70% stenosis. The lesion was measured to be 6mm in diameter. The lesion was 20cm in length. The lesion as noted to have calcification. The vessel was not tortuous. An 8f vista brite tip guide catheter was used during the procedure. The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. The stent delivery system did not pass through any acute bends. There was no difficulty encountered while advancing/tracking the sds towards the lesion. Unusual force was not used at any time during the procedure. There was no thrombus noted present proximal to, at, or distal to the lesion site. The lesion was pre-dilated. The lesion was noted to have a 30% stenosis after pre-dilation. There was no resistance/friction noted while crossing the lesion with the device. The sds did not have to pass through a previously placed stent. The user maintained a fixed inner shaft position during deployment. Unusual force was not applied during deployment of the stent.